Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent the tka surgery with the tray in question. After the surgery, on unknown date, the patient complained pain, and it was found that the tray had been sunk. On august 30, the revision surgery was performed. In the revision surgery, an insert and the tray were removed, and a stemmed tray and an augment were implanted. The cause of subsidence of the tray is unknown. The patient hasn¿t become fractured nor fallen. A suspected infection, but test results are not yet available. Doi: (B)(6) 2020, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 150680005, work order (B)(4) was manufactured on 18-march-2020. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: one (1) part from this lot was scrapped. This part was scrapped at the machine component op1 process step for reason code: a985 pocket depth (ctq17, 18, 19, 20). All parts are 100% inspected on a cmm. The cmm reports were reviewed as parts of this DHR review. The scrap part was removed from 9461529 as per scp-csop0619 scrap procedure, therefore there is no correlation with the complaint failure mode. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot